Event description:
It was reported to philips that the battery failed the operational check. There was no patient involvement.

Manufacturer narrative:
Available details indicate that no service or technical support has been provided to the customer due to end of support status of the device. The device was not available for additional investigation. Based on the information available, the cause of the reported problem was not diagnosed as the product has reached it's end of support status. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. No service or technical support has been provided to the customer due to end of support status of the device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: device end-of-life.